Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported postoperative cylinder value unexpected after an intraocular lens (iol) implant. The cylinder was almost as high as without any toric correction. Additional information was provided. The patient noticed that astigmatism was persisting after iol implant. The patient was wearing hard contact lenses at the moment of this report. According to the surgeon, the iol axis was not correct and repositioning was planned. Additional information has been requested but not received to date.